Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The event was part of the durability post approval study. The index procedure of the protege everflex stent deployment was performed without issue on (B)(6) 2014. Per source documents the patient presented to the facility on (B)(6) 2015 after an abnormal arterial ultrasound of the left lower extremity. The ultrasound occurred on (B)(6) 2015 and showed the left sfa had new significant velocity elevation in the distal sfa creating severe stenosis. Her abi had also decreased. Endovascular treatment was required and resolved the issue (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.